Event description:
It was reported that during the implant procedure, the lead insulation was cut when the physician was slitting. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation was extrinsically breached due to a cut. Visual summary analysis noted the lead was damage at implant. (B)(4).